Event description:
The patient contacted animas on (B)(6) 2012, and stated the down arrow keypad button had a delayed response and required multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and cleaned it with a rag. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the down and contrast keys respond intermittently. The keypad was intact and was removed for investigation. Evidence of contamination was located under the contrast, down, and up buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.